Manufacturer narrative:
Additional data: b5- on (B)(6) 2024 the lens was explanted. On the same day separate surgery the lens was replaced with a longer length and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm513.2, -8.0/4.0/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Low vault with rotation was observed, the lens was repositioned on (B)(6) 2024, but did not resolve the problem. Lens remains implanted. Cause of the event is reported asdevice: larger lens size needed.